Manufacturer narrative:
(B)(4). Method: the subject rt330 optiflow tubing kit, photographs, and additional information were requested to be provided to fisher & paykel healthcare for analysis. Neither the subject device, photographs, nor the additional information requested were provided for evaluation. Our evaluation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: without the return of the complaint device, photographs, or additional information, we are unable to determine the cause of the reported event. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, we are unable to confirm the reported issue or determine the cause of the reported event. Our user instructions that accompany the rt330 optiflow tubing kit show in pictorial format the correct set-up of the circuit and states the following: - do not stretch or milk the tubing. - do not soak, wash, or sterilise this product. Avoid contact with chemicals, cleaning agents, or hand sanitisers. - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - for use under the supervision of trained medical personnel.

Event description:
A healthcare facility in china reported that a rt330 optiflow tubing kit was found broken prior to patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Correction: section d4: model # and catalog # corrected to rt330. Section h11: method: the subject rt330 optiflow tubing kit, photographs, and additional information were requested to be provided to fisher & paykel healthcare for analysis. Neither the subject device, photographs, nor the additional information requested were provided for evaluation. Our evaluation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: without the return of the complaint device, photographs, or additional information, we are unable to determine the cause of the reported event. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, we are unable to confirm the reported issue or determine the cause of the reported event. Our user instructions that accompany the rt330 optiflow tubing kit show in pictorial format the correct set-up of the circuit and states the following: do not stretch or milk the tubing. Do not soak, wash, or sterilise this product. Avoid contact with chemicals, cleaning agents, or hand sanitisers. Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - for use under the supervision of trained medical personnel.

Event description:
A healthcare facility in china reported that a rt330 optiflow tubing kit was found broken prior to patient use. There was no reported patient consequence.